Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
On an unreported date, the patient began treatment with nutrineal pd4 unknown bag (dose and frequency were not reported), intraperitoneally (ip), for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient was diagnosed with fungal peritonitis, manifested by cloudy effluent, without abdominal pain. The patient was otherwise asymptomatic and was not hospitalized. The severity was described as mild. On (B)(6) 2010, the patient received remedial therapy with vancomycin 1gr, ip, one dose only; and ceftazidime 1.5g, ip, daily. On (B)(6) 2010, ceftazidime was discontinued and fosfofungine IV/day was begun (dose was not reported). It was reported the nutrineal pd4 was "unchanged until today when the nutrineal was discontinued" (the date of the report was (B)(6) 2010). The physician reported the event of fungal peritonitis was related to nutrineal pd4 therapy.